Event description:
It was reported that the patient was in the cardiology unit after the intensive care unit (ICU), recovering from surgery and suddenly underwent a right heart failure episode. The patient was returned to the ICU and needed to be intubated and given inotropes before the patient stabilized. The patient had still not awoken. It was noted there was a low flow alarm. The right heart failure (rhf) seemed to have come from a blockage of one of the bypasses that drove blood to the right ventricle, as the patient had bypasses from previous surgeries. The rhf was sudden and unexpected. The rhf had been controlled, and the patient was being monitored. The patient was stable hemodynamically. The patients brain state was a concern.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
E1: reporter contact information was not available. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the healthcare providers discontinued therapy and therefore the patient expired from brain death due to right heart failure from right ventricular infarction. It was noted that the death was not device related. The device operated as expected and no product would be returning.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient expiration cannot be conclusively determined through this evaluation. Heartmate 3 lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 of this document lists adverse events, including right heart failure, respiratory failure, neurological events (not stroke-related), and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists neurologic dysfunction as a potential late postimplant complication. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.